Manufacturer narrative:
Customer was milking the finger, which may cause contamination with interstitial fluids and may contribute to inaccurate inr results, as indicated on technical bulletin 07. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio: 6.6, reference: 3.4, mean: 5.00, confidence limits: 2.8-7.2. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: customer collecting sample by milking finger could affect inratio test result. Data analysis revealed inrs reported by end user had met accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. As of 05/17/2010, 2 discrepant result complaints were reported for lot #233029 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted; corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 6.6, lab: 3.4. Pt is milking finger from palm towards tip of finger to produce sample.